Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what part(s) broke off of the device? Did the moveable top jaw break off? Did the black ptc break off of the jaw (attached to moveable top jaw)? Did the ceramic (on the lower non-moveable jaw) break off? Did the electrode (on the lower non-moveable jaw) break off?

Event description:
It was reported that during a single site laparoscopic hysterectomy, pieces of the jaw broke off and fell into the patient. All pieces were retrieved. No additional information was available at the time of the call. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m93c01. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained. There was some conflicting information speaking with staff and reviewing the write up that was submitted with the hospital. I met with the fellow who was operating during the case for clarity. He validated that no piece actually broke off of the device. The jaws did break but what should have been dictated as being broken was the internal system within the jaws. The device would not open and close normally. When the handle of the device was opened jaws were closed. We know that to close the jaws the handled must be pulled back on. To clarify again. There were no pieces of the device that broke off into the patient per conversation with fellow. The jaws would not open or close.